Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when I was pulling this tray I noticed the instrument was losing its rubber guard on top so I pulled it from the tray and replaced it with a new one. No hospital, doctor or pt info is available."